Event description:
It was reported that the spinal cord stimulation patient experienced pain and discomfort from a shocking sensation when she moved her body a certain way. In addition, she experienced inadequate stimulation due to high impedances displayed on the lead. The patient's device was successfully reprogrammed around the high impedances, however, the issue returned when one lead displayed high impedances on all contacts and the other lead displayed high impedances on half the contacts. The patient underwent a lead revision procedure where the leads and lead anchors were replaced. The physician noted that the break was visible by the clik anchor. The patient is doing well post-operatively with full coverage of the pain area.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071440. Product family: scs-linear fixation, upn: m365sc43180, model: sc-4318, serial: n/a, lot: 25254144. The clik x anchor was not returned for analysis, therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The labelling review performed for the instructions for use IFU did not reveal any anomalies. However, the IFU states do not use polypropylene sutures as they may damage the anchor. Do not suture directly onto the lead or use a hemostat on the lead body as this may damage the lead insulation. The returned lead sc-2317-70 serial (B)(6) was analyzed. Visual, microscope, and x-ray inspection of the lead revealed that all cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became bent after it exits the clik x anchor resulting in the reported complaint. The returned lead sc-2317-70 serial (B)(6) was analyzed. Visual, microscope, and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became bent after it exits the clik x anchor resulting in the reported complaint. Based on all available information, engineers concluded that the sensations felt when the patient moved body positions, inadequate stimulation and the high impedance measurements were caused by lead fractures. Both leads became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071440. Product family: scs-linear fixation, upn: (B)(4), model: sc-4318, serial: n/a, lot: 25254144.

Event description:
It was reported that the spinal cord stimulation patient experienced pain and discomfort from a shocking sensation when she moved her body a certain way. In addition, she experienced inadequate stimulation due to high impedances displayed on the lead. The patient's device was successfully reprogrammed around the high impedances, however, the issue returned when one lead displayed high impedances on all contacts and the other lead displayed high impedances on half the contacts. The patient underwent a lead revision procedure where the leads and lead anchors were replaced. The physician noted that the break was visible by the clik anchor. The patient is doing well post-operatively with full coverage of the pain area.